Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's ((B)(6)) stimulation disabled for one lead due to low impedance. Diagnostics indicated elevated impedance readings. Reprogramming was initially able to provide effective therapy. However, further diagnostics testing indicated invalid impedance readings on all lead contacts. Surgical intervention was undertaken and the lead was explanted and replaced and the issue was resolved.